Event description:
The facility reported an infusion pump with "any rate or volume programmed reads high" it was not specified if this was found during patient infusion. The facility representative stated that there has not been an injury or medical intervention involving this pump since the last baxter service event.